Manufacturer narrative:
Dhrs check: the device history records of the lot#s involved (1812538, 1813399) were checked with the following results: no pre- existing anomaly was found on the (B)(4) humeral bodies with lot 1812538; no pre- existing anomaly was found on the (B)(4) stems placed on the market with lot 1813399. Moreover, according to our records, at least 57 humeral bodies with lot# 1812538 and 25 humeral stems with lot# 1813399 have already been implanted and this is the first and only complaint received on them. X-rays analysis: the following x-rays were received: post-operative x-ray of the previous surgery (dated (B)(6) 2019). Pre-operative x-rays of the revision surgery (dated (B)(6) 2019). The x-rays were sent to our medical consultant for a clinical evaluation. He analyzed the immediate post-operative x-rays images and commented that they are unremarkable in relation to the junction between the body and the stem. The images are not available in dicom format so he only could estimate the gap measured in pixel. He commented that if the gap is 3mm or more it is evidence that the impaction of the body onto the stem has failed, in the image the gap does not appear to be abnormal, which makes him believe it is at least "seated" properly. He also commented that this articulation is a morse taper and normally it is very secure, if it has been properly impacted so this form of failure is rare and added that the impaction process might had not been adequate. Explants analysis: after the revision surgery, the explanted components were returned to lima corporate for investigation. The humeral body, the humeral stem and the screw underwent a dimensional analysis, to exclude possible dimensional anomalies as contributory causes to the reported issue. The measures were within the tolerances, no anomaly that could have led to the components disassembly was detected. Based on the analyses performed, we cannot classify this incident as product-related: no pre-existing anomaly was found by the check of the dhrs, meaning that the components of the involved lot#s had been manufactured up to specifications; no dimensional anomaly was detected on the explanted components. In conclusion, we cannot go back with certainty to the root cause of the reported issue, but, we can speculate that it might be related to a suboptimal coupling during the implantation of the components. As stated in the smr system surgical technique, the humeral body must be firmly tightened into the humeral stem, to properly engage the stem morse cone. Then the locking screw is used to secure the components (but the stability is guaranteed by the morse taper itself). Intra-operative errors during these phases might prevent the achievement of the correct coupling between the humeral body and humeral stem and thus might have led to the disassembly between the two components as well as to the loosening of the locking screw over time. Pms data: based on our pms data, the revision rate of smr anatomic prosthesis due to disassembly/loosening between the humeral body (product codes 1350.15.xxx) and the humeral stem is very low ((B)(6)), we are in fact aware of only 4 similar incidents occurred worldwide on more than 45600 smr anatomic prosthesis implanted. No corrective action for this case, limacorporate will continue monitoring the market to promptly detect any further similar event.

Event description:
Post-operative dissociation between humeral body (code 1350.15.010 lot# 1812538) and humeral stem (code 1304.15.160 lot# 1813399) in smr anatomic shoulder prosthesis. Date of the incident is (B)(6) 2019. The previous surgery took place on (B)(6) 2019. On (B)(6) 2019 the patient presented to the hospital with pain and the dissociation between the two components was discovered. The patient was revised in (B)(6) 2020, both the humeral body and the humeral stem have been replaced. Patient data: male, birth date (B)(6) 1945. No trauma reported. Event occurred in UK.

Manufacturer narrative:
By checking the dhrs of the lot#s involved (1812538, 1813399) no pre- existing anomaly was found on the pieces placed on the market with the same lot#s. First and only complaint received on this lot#s. We will submit a final MDR as soon as the investigation will be completed.

Event description:
Dissociation between humeral body (code 1350.15.010 lot# 1812538) and stem (code 1304.15.160 lot# 1813399) occurred on (B)(6) 2019. As a consequence, revision surgery will be performed, to convert to smr reverse. Previous surgery took place on (B)(6) 2019. Patient data: male, birthdate (B)(6). Event happened in (B)(6).